Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. The dealer states the left side seat rail broke at a weld on this wheelchair. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.